Event description:
Healthcare professional reported "old prostheses that had problems," and later reported "signs of intracapsular rupture on the left." The device remains implanted.

Manufacturer narrative:
Continued initial reporter fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "signs of intracapsular rupture on the left."

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, d6b, h6.